Event description:
It was reported that the 6600 system intermittently shut down. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery and the software upgrade were installed during the service call. The system was tested and found to be working as intended, and put back into service. (B) (4)